Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: customer reported that: "incident description: anchor broken before insertion patient consequences: none" additional information from customer: "- how was the event detected? The anchor has been inserted into the introducer. Upon exiting the introducer, the practitioner observes with the camera that the distal part of the anchor is broken but is still attached to the device. - was additional medical intervention required? The anchor did not make any contact with the bone. When this was determined, the anchor was removed through the introducer, but the broken portion could not enter the introducer and then disengaged from the dm and fell into the joint. The surgeon then had to remove the foreign body, which delayed the procedure." The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation, 3) guide buried into bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.